Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient dissatisfaction. H6 health effect - clinical code e2402: patient dissatisfaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old hispanic female who underwent a breast augmentation revision with a mentor smooth round moderate plus profile, 350c saline prosthesis experienced left-sided deflation, and dissatisfied with the right side lost of volume post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral implant replacements with silicone revision augmentation and bilateral breast capsulotomy on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).